Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h8 and h10. H8: corrected to "reuse". H10: information was inadvertently not included on the initial medwatch. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. The facilities used oer-3 according to guidelines. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be established for the foreign material remaining in the device, and the foreign material could not be identified. The event can be detected/prevented by following the instructions for use which state in chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter establishment name: (B)(6) hospital. The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, due to clogging of the nozzle, air supply and water supply volume did not meet the standard value, the angle wires were stretched, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, the adhesive on the bending section cover (a-rubber) had a chip, due to clogging of the nozzle, water removal ability did not meet the standard value, the connecting tube and plastic distal end cover (c-cover had a scratch, switch 4 (sw4) has wear, damage or deformation due to physical stress was noted, section-cover had a scratch, switch box had a scratch, the paint on suction-cylinder was peeled, connecting tube had a wrinkle, and the lock engagement lever had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the evis lucera elite gastrointestinal videoscope had poor air and water supply. Upon inspection of the customer¿s returned device it was observed, foreign object was observed inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.